Event description:
During a knee arthroscopy procedure (cartilage debridement) using a paragon t2 with integrated cable arthrowand, a portion from the tip of the wand detached. It is not known if the fragment remains in the pt. No other info was provided for this report.

Manufacturer narrative:
Pt info and pt outcome was requested from the user facility. No additional info has been provided to date. Awaiting the return of the device to complete the investigation.